Event description:
It was reported that prior to an unknown procedure the reload was separated from the device when the package was opened. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Cartridge fell out. The analysis results showed that the device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. The reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.